Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated alert 38 motor stall notifications that led to failure to infuse insulin and persistent hyperglycemia over 400 mg/dl; a dry run succeeded, a full supply change was performed, an occlusion occurred after a meal announcement, tubing was refilled with visible drops, and delivery resumed with glucose returning to 135 mg/dl. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified during troubleshooting in the context of a device motor component and a failure to infuse that was resolved after supply change and tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.